Event description:
Repair request initiated for device with report of parts being detached. No patient impact reported. Repair request escalated to complaint based on reason for return. Medwatch (B)(4) was received stating that the "doctor was drilling the skull and mentioned to the scrub tech 'something is wrong with this drill.' Tech took the drill to his back table and informed him that the attachment had broken in half." On follow-up it was confirmed that there was no patient impact.

Manufacturer narrative:
Report confirmed. Evaluation determined that the tube had unthreaded from the base. It was noted that the bearings had failed. On follow-up it was noted that the serial number that was reported, (B)(4), was not correct. The correct serial number was (B)(4). It was confirmed that there was no patient impact. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff." Our recommendation for factory service is based on the facility's usage; however it should not exceed 24 months. This device has been in use for 94 months without any record of factory service.